Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed "no disposable" and would not run, and air was present while infusing 5-fu fluorouracil in a patient at home. Attempts to resolve the issue by massaging the tubing, tapping the cassette, and restarting the pump were unsuccessful. At the time of the event, 53 ml had been delivered, and 100 ml remained in the reservoir. The alarm condition prevented continued infusion and resulted in an interruption of therapy. There were patient involvement and no reported patient harm.